Event description:
Pt suffered fracture to right hip to the intertrochanteric, subtrochanteric and midshaft areas. Pt was plated with two plates. One plate noted as broken in 1998 and both plates were romoved in 1998.